Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the "safe state" was premature. It was clarified that it was a device issue as there was a reset and the pump continued to work. The pump was not due to be replaced until (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked to clarify whether the reset was a low battery reset or watchdog reset, it was stated "neither. Reset on its own, did have low battery, but life was still for another 2 months".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative and a consumer regarding a patient receiving unknown baclofen 2000 mcg/ml with a total dose of 250 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the pump was alarming/beeping. It was noted that the pump started to alarm on (B)(6) 2017. It was noted that the pump needed to be replaced, and today ((B)(6) 2017) the pump had a critical alarm. It was inquired how long they had after the critical alarm sounded. The patient was to follow up with healthcare professional (hcp). It was later reported that the alarm was heard and confirmed by telemetry. It was reported that safe state occurred. It was noted that the hcp interrogated the pump today ((B)(6) 2017) and showed safe state alarm occurred. It was unknown if the hcp checked the pump for other alarms. It was noted that the patient was scheduled for pump replacement. It was discussed to check pump logs to confirm any other alarms. If only reset occurred, they can attempt to program back to therapeutic rate and monitor the pump. No symptoms reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
After review, it was determined (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). There was an eri event noted, however it was unknown when it occurred as the rep did not interrogate the pump. The pump was to be replaced on (B)(4) and would be returned. The cause of the safe state was not determined.